Manufacturer narrative:
(B)(4)

Event description:
The consumer reported that he went to a doctor appointment and tried to turn off the implant but was not able to. The patient stated that he had to lie on his back and was being zapped the whole time. The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.

Event description:
Follow up information reported that the patient had not reported the issue to the manufacturer's representative and they had no idea the issue was going on. As a result, no further information was able to be obtained. If additional information is received, a follow-up report will be sent.